Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a history anomaly alarm and an unexpected restart error alarm. It was reported that insulin pump restarted by itself and was not stored for an extended period of time. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No a47 or a21 alarms noted during testing however, a47 alarm found in the alarm history file due to corrupted history file. The insulin pump was monitored and no unexpected off no power alarms, powering off, or restarting occurred during testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.